Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was rec'd for analysis, it is no possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same patient as 6000089-2005-00749. It was reported that 203 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). Lesion 1 was a 2.75mm, 90% stenosed, 16mm long portion of the proximal circumflex (prox cx). The physician treated the lesion with direct stent placement of a taxus express2 8.8% 2.75x20mm drug eluting stent in the target lesion. Lesion 2 was a 3.5mm, 99% stenosed, 18mm portion of saphenous vein graft located in the 1st obtuse marginal (1st ob marg). The physician treated the lesion with predilatation and successfully placement of a taxus express2 8.8% 3.50x24mm drug eluting stent in the target lesion. The pt was discharged 4 days later on plavix and aspirin. Two hundred three days after the initial procedure, the pt experienced a target vessel reintervention. The physician performed balloon angioplasty to treat in-stent restenosis. The pt was discharged 2 days later.